Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that system was not booting up. Upon troubleshooting, the philips field service engineer (fse) visited onsite and found defective fan tray assembly. To resolve the issue, fse replaced the defective fan tray assembly. The defective parts were returned for analysis, for pdu fan tray, malfunction was observed, and the issue was found to be defective 24v psu01 power supply unit. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to power on. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.